Event description:
The complaint involved an 84" (213 cm) appx 10.6 ml, 15 drop primary set w/4-way stopcock, spin luer. The reporter stated that a particular set of IV tubing had some sort of dirt on the inside of the tubing. It was used on a patient and seen when they went to clamp the tubing after placing the IV. There was patient involvement, no injury and no death.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
Investigation summary: one (1) photo was provided by the customer that confirms the complaint of some sort of contamination in the drip chamber. Received one (1) used. List #b30178, 84" (213 cm) appx 10.6 ml, 15 drop primary set returned for evaluation. As received a contamination was observed inside the drip chamber. Burnt embedded material was observed on the drip chamber of the set. The drip chamber was cut open and the material was confirmed to be embedded in the wall and not loose in the fluid path. The reported complaint of the IV tubing had some sort of dirt on the inside can be confirmed. The probable cause is due to an error during molding in costa rica. A device history record lot # review could not be conducted because no lot number(s) was/were identified.